Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date: {n/a}, explant date: {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, it was planned to utilize the carotid access site as the minimum diameter of the patient's right femoral artery of 3.2 millimeters (mm) was considered to be too small. However due to a change in implanting physician, it was decided to proceed with the right femoral artery as the access site. A pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's calcified anatomy. Upon advancement of the delivery catheter system (dcs) into the patient via the right femoral artery, a dissection occurred. Subsequently, surgical repair was performed. Per the physician, the patient's calcified anatomy contributed to the event.